Manufacturer narrative:
(B)(4) damaged outer insulation was found 7cm to 8.5cm from the connector end. The optim tubing and lumens of the quad lumen tubing were breached exposing the ptfe tubing and the cables. One of the sensing cables was fractured at the same location. The lead insulation damage, ptfe damage and the sensing cable fracture are due to lead to can abrasion. Current leakage could be measured between the inner coil and one of the rv cables.

Event description:
It was reported that patient had inappropriate therapy due to a suspected lead insulation defect. Also there was low high voltage lead impedance and several lead connector warnings. The lead was capped and replaced but still the high voltage lead impedance was low. A second lead was implanted but still the impedance was low so the second lead was also replaced. The device was then replaced. With the new device the high voltage lead impedance was in range. There were no other consequences for the patient other than the inappropriate therapy and prolonged procedure.